Event description:
It was reported that during follow-up, a loss of left ventricular pacing was observed. X-ray imaging revealed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.